Event description:
This problem report involves three -3- issues: labeling error for medtronic inc. Sw002 software sw002 version 1.2 as seen in the final session summary in 2006, 16:23:18. Substandard copper raw material rendering my ICD battery at high risk for early failure. The audible alarm for my ICD to warn me of a impending battery failure cannot be heard when tested for effect. Labeling error: my latest medtronic ICD concerto model c154dwk was implanted the following month, and was last interrogated by a medtronic roving technician in 2009, at the hosp. The implant date is correct on the wallet card provided by mdt, but the implant date on the interrogation summary erroneously reads in 2007. The date error misleads battery life expectancy projections. Bad lot of copper in my ICD battery: during a routine ICD interrogation on for wear and efficacy in 2009, I was informed by the mdt technician that my ICD has serious defect and the company knew about this. The defect is that medtronic used a substandard lot of copper to mfgr a component in my ICD. The copper is out of spec for purity. Impurities translate to porous copper. That translates to a rapid and dangerous drain on the ICD's battery. Whereas, the ICD is designed to last from 5 to 7 years, it now must be explanted and replaced within the next 6 months or stat depending if it should prematurely fail in between interrogations. Audible warning failure: during the same day, ICD interrogation, it was demonstrated that the automatic sounding alarm inside the ICD could not be heard by either a young mdt technician or myself. The audible feature simply does not address the elderly whose hearing lessens with age. The design validation of the audible feature is subject to an improper and deficient design validation protocol. Dose: battery start life 3.2 v. Frequency: daily. Route: intracardiac. Dates of use: 2006 - 2009. Diagnosis: congestive heart failure, diseased coronary sinus nodes. Event abated after use stopped: no. The battery's beginning of life in 2006 was 3.2 volts. The deteriorated voltage as tested in 2009 was 2.66 volts.